Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
The core impaction drill was sent for evaluation due to overheating prior to a procedure. There was no patient involvement; no adverse event was associated with the device.